Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error and buttons unresponsive. Customer's blood glucose was 178 mg/dl. Customer stated his shirt had pocket and small amount of sweat may have got into the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.